Manufacturer narrative:
A detailed review of all the lot history records pertaining to the manufacture of the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. A single image was provided to the investigation team. The image was not an original angiographic image but was taken on a smartphone. It showed that the stent was deployed completely, as the radiopaque markers on the stent were visible in the image. The stent appeared elongated and the image confirmed that it was placed in overlap with another stent. The complaint was categorised as a "partial deployment, stent elongation" and a cause category of "insufficient information" was assigned. Veryan is aware that movement of the delivery system during deployment can lead to stent distortion (including elongation), in cases where the delivery system is not held in a fixed position during deployment. If any additional information is provided, a follow-up report will be submitted. Section b.5. Was updated, section d.6a. Was updated with the date implanted, sections g.6. And h.2. Reflect the type of report (follow-up 01) and the reason. Section h.6. Was aligned with the investigation conclusions and section h.11. Reflects the sections changed in this report.

Event description:
On (B)(6) 2024, a physician was using a biomimics 3d (bm3d) 7.0 x 100 mm stent and they reported that the stent fractured at the end, while deploying it to overlap with another previously placed stent in the superficial femoral artery (sfa). The complaint investigation was completed on (B)(6)2024, and one image was received and reviewed by the investigation team which confirmed that the stent was placed in a target lesion in the sfa of the patient's right leg. It was deployed fully and stent elongation was identified. No additional information was provided by the site despite multiple requests by veryan. The site confirmed that they had completed a computed tomography (CT) scan on the patient and would not provide any additional information until a follow-up angiogram/re-intervention had taken place. The site did not provide any timelines as to when this follow-up would be performed.

Manufacturer narrative:
The investigation is in progress. Any additional information received will be provided in a follow-up/supplemental report.

Event description:
On (B)(6) 2024, a physician was using a biomimics 3d (bm3d) 7.0 x 100 mm stent and they reported that the stent fractured at the end, while deploying it to overlap with another previously placed stent in the superficial femoral artery (sfa). Veryan's date of awareness of this event was 20-sept-24.